Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present remotely via merlin.net. Upon investigation, the right ventricular lead was oversensing noise. The patient did not receive hv therapy as a result of the noise. The pacing lead impedance, capture threshold, and r-wave amplitudes were all within normal limits. Upon follow-up in clinic on (B)(6) 2019, it was noted the patient was unable to reproduce the noise with isometrics or pocket manipulation. The patient presented for fluoroscopy testing on (B)(6) 2019. The fluoroscopy testing showed the lead was frayed at the proximal end of the distal coil. The lead was capped and replaced on (B)(6) 2019. The patient was stable during and after the procedure.